Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-5 error. The e-5 error occurred after the blood sample was applied to the test strips. At the time of the call the customer reported feeling dehydrated and felt like his blood glucose was high. Medical attention was not needed at the time of the call. Customer stated he may not have been using proper testing technique. The test strip lot manufacturer's expiration date is 02/29/2020. During the call, a blood test was performed by the customer using another vial of test strips and produced test result of e-5 using meter.